Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation/evaluation: reviews of the complaint history, device history record, documentation, drawing, instructions for use, manufacturing instructions, quality control procedures, and specifications and a visual inspection and dimensional verification of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed separation of the proximal hub from the device. The length of the sheath from the separated flare measured approximately 56cm. The flare exhibited distortion but measured within manufacturing specification. The connector cap inner diameter measured within manufacturing specification. No sheath shaft material was visualized on the cap. Additionally, a document-based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed one nonconforming event which could contribute to this failure mode, but the affected product was scrapped. It should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawing, specifications, and quality control procedures were conducted, and no gaps were discovered. The device is packaged with instructions for use, which warn, "if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal." Based on the information provided and the examination of the returned product, investigation has concluded that a cause for the device failure could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Concomitant products= unknown manufacturers' wire, balloon, rotor blade device, export catheter. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a lower extremity arteriogram, the flexor raabe guiding sheath's hub separated. Access was gained through the left groin, and the sheath was in place for "about 30 minutes". Reportedly, the patient's anatomy was not calcified, scarred, or tortuous. While removing the sheath with an unknown wire guide in place, resistance was noted and the hub separated. The dilator was not in place at the time of the hub separation. The sheath was able to be removed by hand, and the patient's outcome was reported as "good". A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.